Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch select meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation from the patient's initial email as the patient was not available when a follow-up call was made to obtain further information. It is unknown when the patient obtained the allegedly inaccurate high results on the subject meter. The patient manages her diabetes with insulin (unknown brand) and increased the dose of her medication in response to the allegedly high results. The patient did not specify if any symptoms developed, however stated that she was hospitalized for two days. Troubleshooting of the issue was not able to be done. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional after the alleged meter issue occurred.